Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No motor error alarm. The motor passed motor test. No excessive no delivery alarm. No motor position encoder error alarm on alarm history screen. The drive support disk was inspected and no anomaly was noted during testing. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 269 mg/dl. Troubleshooting was performed. The device was returned for analysis.